Manufacturer narrative:
Concomitant: product ID 3550-29, lot# n313965, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in a car accident on (B)(6) 2013 and the ¿lead broke loose.¿ it was noted that the patient¿s doctor ¿waited for 4 weeks.¿ it was unclear what this referred to. It was reported that the patient was reprogrammed 4 times with no success. The patient had surgery on (B)(6) 2013 to go from a percutaneous lead to a surgical lead. See MFR. Report #3004209178-2013-11516 for additional information about the lead replacement surgery.